Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation the actual device used in this incident, it was determined that users were unable to log in due to a message popped up stating 'cannot authenticate'. The technical support specialist left the inactive lockout setting blank, reset the user's password, had the user sign into the server url, and then sign into the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user was unable to log into the pyxis and message appeared "cannot authenticate". The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.